Event description:
During a dca procedure in the proximal lad, difficulty was encountered when the flexi-cut met resistance with the guide wire being used. Subsequently, there was a distal embolism that occurred. Reportedly, it was believed that the distal embolism occurred because of the length of time taken to complete the procedure after the guide wire stuck. The pt reported difficulty in breathing and chest pain. An iabp was inserted and the procedure was completed with a stent. Reportedly, the pt recovered soon.